Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum the following information was provided by the initial reporter, translated from chinese to english: the child due to acute upper respiratory tract infection, on (B)(6) 2024 in the pediatric infusion room intravenous infusion treatment, the use of the product, the nurse routinely operated, puncture process found that its isolation plug at the leakage of blood, immediately to be withdrawn, replacement, the second venous puncture, increasing the pain of the child.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4081466 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. No leakage is found at the septum. Please see the attached test report. Conclusion(s): no abnormality is found in the process and retained sample. Since the defective sample is not returned for further testing, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.

Event description:
The child due to acute upper respiratory tract infection, on (B)(6) 2024 in the pediatric infusion room intravenous infusion treatment, the use of the product, the nurse routinely operated, puncture process found that its isolation plug at the leakage of blood, immediately to be withdrawn, replacement, the second venous puncture, increasing the pain of the child.